Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported break, sheath detachment, difficulty removing the closure device, foot retraction issues were confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for break, sheath detachment, difficulty removing the closure device, foot retraction issues, or noise reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary stenting procedure. Reportedly, when the lever was lifted to deploy the foot a 'springy' sound was heard. The body of the device was coming apart. The physician depressed the plunger and the device continued to come apart. The suture was cut. The lever would not go down to close the foot. The device was pulled out of the patient with the foot open and the distal sheath stayed in the patient. A cut down was performed to retrieve the distal sheath. A non abbott closure device was used for 4 hours, but bleeding continued. The patient was transferred to another hospital where the artery was repaired with a patch. There was a clinically significant delay in therapy due to the cut down, forced removal of the device and surgery to repair the artery. Hospitalization was extended due to the issue with the closure device. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use: do not attempt to remove the device without closing the foot. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.